Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, approximately 3 years following a transfemoral aortic valve replacement procedure, the 26mm sapien 3 ultra valve was suspected of having hypo-attenuated leaflet thickening and a valve-in-valve work-up was in progress. The patient had been trialed on eliquis for 3 months with improvement; however, one year later, the mean pressure gradient increased to 42.9 mmhg with vmax at 4.29. The patient reported worsening fatigue and dyspnea on exertion, per medical record review, with severe aortic stenosis and av vti 0.80cm shown on the echocardiogram. Cardiac CT findings show halt and presence of leaflet restriction. The patient is symptomatic with worsening fatigue and dyspnea on exertion, symptoms consistent with nyha ii-iii and a plan for CT surgery consult.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, stenosis and thickened leaflets were confirmed based on reviews of the provided medical report. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, ''approximately 3 years following a transfemoral aortic valve replacement procedure, the 26mm sapien 3 ultra valve was suspected of having hypo-attenuated leaflet thickening and a valve-in-valve work-up was in progress. The patient reported worsening fatigue and dyspnea on exertion, per medical record review, with severe aortic stenosis and av vti 0.80cm shown on the echocardiogram. Cardiac CT findings show halt and presence of leaflet restriction.'' In this case, the patient was started on anticoagulant medication, which may suggest that the patient had thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve, resulting in the leaflet thickening. As such, available information suggests that patient factors (thrombosis) may have contributed to the reported event. In this case, medical report confirmed that patient had thickened leaflets. Thickened leaflets may contribute to the narrowing of effective orifice area, leading to elevated gradients and stenosis, as reported. Leaflet thickening can impact proper leaflet coaptation, resulting in restricted motion. As such, available information suggests that patient factors (thickened leaflet) may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.